Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was undergoing a lead revision on (B)(6) 2020 (please see MFR reference 3006705815-2020-01727). While explanting the patient¿s lead, the physician saw excessive csf but could not identify exactly where the leak was located. To address the issue, the physician explanted the system and performed a blood patch. No other devices were attempted to be implanted during the revision. The procedure was extended by two hours. The patient reported a headache, which has since resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.